Event description:
The tubing connected to the arterial catheter has disconnected from the stopcock. While waiting for drawing samples from the artery catheter a plug is being attached to the 3-way stopcock. One hour later when the responsible experienced nurse is supposed to draw the sample the stopcock is being found in the bed, lying by itself. Due to an occurred kink on the catheter in the femoral the patient wasn't hurt. If the catheter hadn't been kinked there could have been a great loss of blood and therefore an obvious risk for the patient.